Manufacturer narrative:
The hospital biomed reported he performed extensive testing of the anesthesia machine and the reported complaint could not be duplicated. The equipment was found to function within specification. The logs were provided to gehc technical support for review. Gehc recommended to the biomed to reload the configurations. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/16/2017 phone call, 5/22/2017 phone call, 5/26/2017 email.

Event description:
The hospital reported that, during a case, when switching to mechanical ventilation, the ventilator would not start. The clinician reportedly replaced the anesthesia machine to complete the case. There was no reported patient injury.